Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 271 mg/dl at the time of incident and treated with insulin pump. Customer stated that the insulin pump down button was unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly. All buttons functioning properly during testing. No moisture damage on keypad traces or electronic assembly noted during visual inspection. Device functioning properly. Device received with minor scratched lcd window, keypad overlay texture damage, cracked retainer and scratched case.